Manufacturer narrative:
A4 weight is unknown. Medical safety review: medical safety reviewed the event and noted the following: a patient with worsening heart failure symptoms underwent successful implantation of an impella rp flex and an intra-aortic balloon pump (iabp). Post-implant, vasoactive drips were weaned as tolerated. On the following day, a ¿placement signal not reliable¿ alarm was noted on the impella rp flex. This alarm did not affect pump function. Approximately three hours later, the patient experienced cardiac arrest and expired while on support. Patient outcome: the patient expired while on support. The death will be conservatively reported as associated with the rp flex; however, the most likely contributing factor appears to be the patient¿s worsening clinical condition rather than device performance. Manufacturer assessment: the impella rp flex displayed a ¿placement signal not reliable¿ alarm. Although the alarm did not impact pump performance, it is classified as a device malfunction per reporting requirements. The patient's death is conservatively attributed to the impella rp flex, as the patient was on support at the time of death. However, the patient's clinical deterioration is most likely primary cause of death. No evidence suggests that the malfunction contributed directly to the patient's death. Device status: the impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp flex device for mechanical circulatory support (mcs). The patient was admitted and taken to the intensive care unit on multiple drips, lactic elevated. Echocardiogram showed a constricted left ventricle with a small cavity, possible cardiac amyloidosis. The right ventricular was dilated with tricuspid regurgitation. The heart team decided to place an impella rp flex for right ventricle unloading and intra-aortic balloon pump (iabp). The patient was intubated prior to procedure. An 8 french/50 cubic centimeter iabp was placed in the left femoral artery, and the impella rp flex was then placed in the right femoral vein. One mattress suture was placed. Post implant, the physician was pleased with the impella position and the patient's hemodynamics. The patient was transferred back to the unit on impella mcs. Later that day, the impella rp flex was viewed and position was unchanged. Support continued with impella rp flex and iabp. Drips were weaned as tolerated. International normalized ratio (inr) and activated clotting time (act) continued to be elevated. The following day, a placement signal not reliable (psnr) alarm was noted. The team was educated on how to monitor the impella running without these numbers visible. Pressors were continued to be weaned as tolerated. However, the patient's prognosis was noted as "poor." The impella access site was clean, dry and intact and there were no impella questions or concerns. However, approximately three hours later, it was noted the patient expired on support. The patient went into cardiac arrest and return of spontaneous circulation was unable to be achieved.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, it was identified that the section d catalog number has now been provided. Corrected information was provided in h8 (usage of device). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details. The cause of the placement signal issue was not determined due to no product returned and inconclusive data log analysis.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the hemodynamic instability, the cause was not determined due to insufficient clinical details. For the placement signal issue, data logs show pulmonary artery pulsatility (pap) values trending down from 0 to -55mmhg in less than 1 minute and then returns to a positive value before quickly trending back down. Values continue to fluctuate in this manner for the remainder of support. Data logs confirm the placement signal not reliable (psnr) alarms starting on oct-23. Psnr alarms dp signal out of range and epm sensor failure was observed for the remainder of support with flow calculation disabled. Optical 5s parameters stable. No motor current spikes outside of p-level changes. Without the returned product, the pump cannot be tested for dp drift nor can the dp electrical values be tested. The cause of the placement signal issue was not determined due to no product returned and inconclusive data log analysis. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.